Event description:
It was reported that a device alarmed for system error 322. There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A physical inspection of the device found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper aux assembly was replaced.